Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was from the bellows of the analyzer. The volume of the leak was less than 10ml and was contained within the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the tubing at the vl57a y-fitting was disconnected. The fse trimmed the tubing and reconnected it to the y-fitting at vl57a which fixed the leak. (B)(4).